Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The patient reported observing the fluid leak 6 months ago. The fluid leak was observed between a supply bag and the safe lock adapter. The cause of the leak was unknown. Follow up with the patient confirmed the patient has not experienced any complications as a result of the event. The patient swapped out the supply bag and was able to complete the treatment. The sample has been discarded.

Event description:
...

Manufacturer narrative:
Correction: follow up date rec'd by MFR date received, corrected to 05/30/2018.

Manufacturer narrative:
The complaint sample is not available and the lot number of product involved is unknown. Therefore a search on the complaint management system was performed of the lots delivered to the patient, with a time frame of three months before of the event date from 09/01/17 thru 12/01/17 resulting in 2 lots. According to the system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.